Event description:
Device report 1 of 3: reference MFR report: 1627487-2012-09786. Reference MFR report: 1627487-2012-09787. The patient is implanted with two percutaneous leads (from different lots). It was reported the patient experienced a fall late last year and has experienced loss of stimulation overtime. The patient also reported feeling discomfort at the extension site however, the x-rays were negative. A full parameter diagnostic indicated valid impedance values. Reprogramming was attempted to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.